Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this pacemaker exhibited right ventricular loss of capture during an implant procedure. The related lead had good threshold measurements as measured through the pacing system analyzer (psa), however, no capture was noted. Difficulty interrogating the device was also reported. The device was removed from the pocket and successfully programmed. The device was then disconnected and the lead tested again with the psa. Loss of capture was still noted, and the device was replaced. No adverse patient effects were reported.